Manufacturer narrative:
A review of the device history: device history lot: part: 03.037.022-us lot: f-25343. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 27. Nov. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. (B)(4). Investigation summary background: it was reported that on (B)(6) 2019, during implantation of a trochanteric fixation nail-advanced (tfna), part of the gold set drill bit broke off while drilling into the femoral head. It was unknown if there was a surgical delay. Surgical outcome and patient status were unknown. Concomitant device reported: unknown drill (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: 6 mm/9 mm cannulated stepped drill bit (part # 03.037.022, lot # f-25343) was returned and received at us cq. Upon visual inspection at cq, it is observed that the drill bit was broken and cracked at the tip. Rest of the device shows some scratches and wear caused due to regular use which has no impact on the functionality of the device. Device failure/ defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage and design of the device. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Stepped reamer f/tfna helical blade and screw: se_381683, rev. H. Investigation conclusion: the complaint condition is confirmed as the 6 mm/9 mm cannulated stepped drill bit (part # 03.037.022, lot # f-25343) is broken and cracked at the tip of the device. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during implantation of a trochanteric fixation nail-advanced (tfna), part of the gold set drill bit broke off while drilling into the femoral head. It was unknown if there was a surgical delay. Surgical outcome and patient status were unknown. Concomitant device reported: unknown drill (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).